Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was unremarkable. The lead passed the wire insertion test where a stylet was successfully front loaded and back loaded through the lead. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted due to difficulty inserting the guidewire. The lead was explanted and replaced without incident. No adverse patient effects were reported.